Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a discrepancy between their sensor glucose and blood glucose readings. The customer stated their blood glucose would be 45 mg/dl and their sensor glucose would be 200 mg/dl. The customer stated the issue would normally occur during they day time. The customer also stated their blood glucose was running lower than usual because they were eating 6000 calories a day. Customer had treated their low blood glucose with an injection. The customer also reported their insulin pump had weak signal alarms, but the alarms has not occurred after they replaced their sensor. No additional information provided.